Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 123 mg/dl at the time of admission. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer requested assistance to change their carb units to grams. The customer has not been able to get sensors to monitor their sensor glucose. The insulin pump will not be returned for analysis.